Event description:
The haptic was found bent after the lens was implanted in the pt's eye. The lens was removed and replaced.

Manufacturer narrative:
See MDR 1920664-2008-00326 for the delivery device used with this intraocular lens.